Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working and the bottom of it had came out. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap noted. Unable to perform any test due to detached end cap. The test reservoir p-cap was able to lock in place.